Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: four pictures were attached to the complaint. Three pictures show the devices, and one shows the label. According to these pictures, no cracks were detected. No sample was received for his complaint. Based on the pictures received, the failure mode ¿cracked¿ was not confirmed in the device. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hair or crack on the inside of the plastic cartridge. There was no patient involvement and no patient harm/adverse event reported. Related reports (B)(6).